Event description:
A malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur post-reset. The customer was advised to continue using the pump and to contact support again should any malfunction reappear. There were no notable events reported prior to the malfunction.